Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed low battery, and power loss alarm. The power management tool confirmed power error, low battery, and power loss alarm were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had low battery alert. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that battery cap was not loose, cracked or damaged. Customer stated that it was second occurrence of replace battery alert or replace battery now alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.